Event description:
It was reported that, during a laparoscopic hepatectomy, the blade was broken during use, and although a replacement product was used, the fragment could not be found, and there was a possibility that it remained inside the body cavity, but the wound was closed as it was. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/5/2026. B3: unknown; captured as awareness date. D4 batch#: z7018t. Additional information was obtained: the procedure was an open hepatectomy. Approximately two hours after the start of surgery (about one hour after starting to use harmonic and about 30 minutes after starting liver dissection), an error screen appeared on gen11 after cutting tissue at maximum output. The content of the error screen is forgotten, but the word "next" appeared in the lower right corner of the screen, and the circulating nurse touched it. Then, instructions appeared to perform a test for handpiece, so the harmonic was removed at outside the body and the surgeon performed the test. The test completion sound was heard, and when they tried to use it again, it was noticed that the blade was broken. The timing of the blade breaking could not be confirmed, and the broken fragment has not been found. There was no scene in which the clip got clamped before it broke, and no operations that could be considered to be the cause were performed. X-rays were taken once after wound closure and twice after the surgery, but nothing suspicious was found. The patient's condition is no problem as of on (B)(6). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The tissue pad was noted to be damaged. During functional testing to the energy systems, an alert screen was displayed. A probable cause for the device to stop activating and the energy system to display an alert screen is blade damage. The device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch z7018t, and no non-conformance's were identified.